Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/20/2015 and evaluated by lifescan product analysis on 4/22/2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch verioiq meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in december 2014. The patient manages their diabetes with a combination of medication, including metformin and humalog. The patient reported increasing their food and drink intake in response to the alleged issue. The patient reported developing a symptom of shaky around 20 minutes later. The patient denied receiving any treatment for this symptom. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.